Event description:
On (B)(6) 2013, I had a total knee replacement in (B)(6). Both knee's hurt but the left was worse than the right. Dr. (B)(6) did the surgery, I stayed in the hospital longer than expected because of the anesthesia I lost 5 day's. Well, I went to a rehab facility for 18 day's, did the therapy and went home. The therapy continued for 5 more weeks. My second appointment with dr (B)(6), x-rays were taken, I told him I still had a lot of pain down below the end of the knee and at the top of the femur. Well, part of the device came out, so he did a revision on (B)(6) 2014. Came home the same day, did therapy again. We moved out of state in (B)(6) 2014. There was still pain plus the knee gave out on me a couple of times. I found another doctor in (B)(6). He took x-rays only to tell me that I had to have another revision, there was too much movement in the knee, and the knee cap was pushed to the left. So he did the revision, fixed the knee, and I am still having problems. It is painful for me to sit or stand. I don't see any help for me at all.